Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a decreased flow rate. The user observed that the motor speed needed to be run at near peak speed to get an adequate blood flow rate. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.